Event description:
The customer reported a vent inop condition; air valve liftoff failure, post timer/24v failure. No patient involvement was reported.

Manufacturer narrative:
Additional information received on 02/11/2017. The failure of c56 prevented the power supply from operating on ac power.